Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
I received a call from a pharmacist asking just for information about the codman 3000 pump. They had a patient that they believe was getting too much pain medication and they wanted to know how to stop the pump. The physician who takes care of this patient was obtaining emergency privileges to take care of the patient. They were unable to tell me any other information such as patient name, physician or pump information.

Manufacturer narrative:
The pump remains implanted at this time and there does not appear to be plans to explant the pump in the near future. Furthermore, the clinical specialist could not acquire information regarding the pump, such as model and serial number. Therefore, a review of the device history records could not be performed. At this time this complaint is considered to be closed. Should the pump be explanted and returned at a later date this complaint will be re-opened and an investigation will be performed.